Event description:
Reportedly, after firing, only half of the tissue was cut completely and the anvil did not tilt. Another device was used and the anastomosis was redone. Procedure: low anteriior resection.